Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer received a critical pump error. Troubleshooting was performed and found that the insulin pump performed safety checks and the error. It was found that the pump had an open-book image alarm. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. On 18-jan-2023, customer returned pump for an alleged critical pump error (open book image) alarm. Pump was received with original battery cap, no damage on battery cap noted. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found multiple alarms on the event date of 18-jan-2023 and a week prior: low battery alarms on 01/17/2023 21:22:00.000. Replace battery alert on 01/18/2023 06:53:00.000. Failed batt/battery failed alarm on 01/18/2023 07:10:25.000. Unable to verify no delivery alarm or unexpected battery alarms/alerts during testing due to critical pump error (open book image). Critical pump error (open book image) alarm triggered by three consecutive pump error 53 critical handling alarms starting on 1/19/2023 10:24:10 am. Pump error 53 (esf# = (B)(4), file number = 2005, line number = 5632) alarm due to software anomaly. No delivery alarm was found on 01/16/2023 18:18:32.000 to 01/16/2023 18:19:39.000 during bolus. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1. Force sensor was tested outside of pump, zero offset within specification (23.5mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), broken belt clip rails, keypad overlay texture damage, and faded end cap label damage. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 53 alarms. Pump error 53 alarm confirmed due to software anomaly. Moisture damage on the pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act